Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a f/u report will be submitted.

Event description:
Baxter affiliate reported there was a mis-spike by clean flash auto. The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter affiliate.